Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 the healthcare provider reported that the pump was flipping back and forth under the skin, so the healthcare provider brought the patient back to the or (operating room) and sutured it down. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a company representative. It was reported that the pump flipped in the pocket resulting in difficulty to communicate / interrogate. No diagnostics were performed. The sutures holding pump down had come disconnected from tissue. A pocket revision was performed to correct the flipped pump; the pump was re-sutured in the pocket. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. It was noted that there was no known factor regarding environmental/external/patient factors that may have led or contributed to the issue. The pump was administering dilaudid with concentration 10 mg/ml at a dose rate of 4.698 mg/day. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s weight and medical history were requested but were unknown / would not be made available. It was noted that the healthcare provider had no further information regarding the event.